Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f 15546-aw rev d 06/2016.. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that patient's blood glucose (bg) levels reached 26 mmol/l (468 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient administered a correction bolus using the pod but her bg levels did not decrease. The patient went to island health valley hospital in courtney, bc and was diagnosed with diabetic ketoacidosis (dka). Treatment included humalog insulin, an intravenous regimen, and glucose. A new pod was also applied to treat the hyperglycemia. The old pod was discarded.